Event description:
Resident fell in his room. Rptr has no evidence or facts to say the walker was defective in causing the fall. Rptr wants to make MFR aware so they can check design, etc. Just to make sure there is not a mfg/design problem. Where screw goes in, leg cracked and bent inward.